Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that when the device was utilized with mode 15, some kind of piece of the skin was obtained but not the full piece; with smaller modes it just makes "crumbs". An additional graft harvest was required; the skin was obtained from another place with another mode. The surgery was completed with an alternate device. The doctor does not use other types of skin graft equipment. The patient's skin was in good condition; a lubricant was used on the skin. The device was in repair at zimmer at the end of the year 2015. They used 7,5-8 bars pressure. Decontaminated with handwash and steam autoclave 121 degrees. The customer tells that this is already another dermatome that will be sent to repair after it was serviced; the customer is questioning if any adjustments were changed because they have had the same type of issue with another device that was sent to repair.

Manufacturer narrative:
The product will be sent to (B)(4) for repair and after that directly back to the customer. The complaint came directly from the customer, not through a sales representative, and no product experience report (per) form was available. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned the air dermatome device for evaluation. (B)(4) has previously repaired/evaluated this air dermatome one time. The last repair was january 15, 2016 where it was reported that the device required preventative maintenance and the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, motor, motor sleeve, ball plunger, machine head, reciprocating arm and thickness control shaft were replaced. This is not a related issue. The air dermatome was manufactured on september 17, 1998, is over 17 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(4) on september 5, 2016 revealed that the device operated within motor speed specifications but was outside calibration specifications. The entry calibration failed, the control bar moved and the lever was worn. Repair of the air dermatome was performed by (B)(4) on september 5, 2016 which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet and ball plunger. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as there was no testing that could be performed to attempt to replicate the reported event. However, it was noted during the initial inspection that the device was outside calibration specifications. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the device being outside calibration specifications. Although it is unknown how the device got out of calibration if the device is out of calibration it will not produce the desired thickness skin graft. It is possible that the customer mishandled the device causing it to lose calibration. The air dermatome was repaired, tested and returned to the customer.